Event description:
It was reported that during service and repair pre-testing it was observed that the motor device had "a frayed cap cable and loose set of screws". The device was not used in surgery as the alleged malfunctions were observed during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged malfunction. During pre-testing it was observed that had "a frayed cap cable and loose set of screws". (B)(4) evaluated the device and it was observed that the device did not meet manufacturing specifications. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.